Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. An aneurx stent graft was successfully implanted; the implant date is unk. The initial implant information is unk. It was reported that the pt was brought in due to stent migration resulting in a type I endoleak. A cuff was successfully implanted. No additional clinical sequelae reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation: results: (migration, endoleak). Results/conclusions: (lack of information, lot number unk).